Event description:
Tip broke off in pt shoulder. Case was delayed one hour in order to remove the tip. The case was completed.

Manufacturer narrative:
Investigation is ongoing. Add'l info will be provided once investigation is completed.